Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) would not remain inflated, as the pressure indicator did not stay out of the handle with the black marker exposed, indicating an issue with the balloon. The balloon was tested and reinflated outside the body, and a pinhole leak was observed. Another mynx control venous device was then used to successfully close the 8f venous access site. There was no reported patient injury. The user made three unsuccessful attempts to inflate the balloon, then deflated it completely and removed the device from the patient. The device was used with a non-cordis 8f10cm sheath in the patient left femoral vein. The side arm was hooked on the sheath catch before attempting to inflate the balloon with the mynx locking syringe. The mynx vascular closure device (vcd) was used during an atrial fibrillation (afib) ablation procedure. A retrograde approach was used. The deployer was trained on the use of the mynx device. The femoral puncture site was verified to have a vessel diameter of at least 5 mm. The vcd was stored and prepared in accordance with the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft present in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the arteriotomy; rather, it lost pressure when the technician initially attempted to inflate it. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) would not remain inflated, as the pressure indicator did not stay out of the handle with the black marker exposed, indicating an issue with the balloon. The balloon was tested and reinflated outside the body, and a pinhole leak was observed. Another mynx control venous device was then used to successfully close the 8f venous access site. There was no reported patient injury. The user made three unsuccessful attempts to inflate the balloon, then deflated it completely and removed the device from the patient. The device was used with a non-cordis 8f 10cm sheath in the patient left femoral vein. The side arm was hooked on the sheath catch before attempting to inflate the balloon with the mynx locking syringe. The mynx vascular closure device (vcd) was used during an atrial fibrillation (afib) ablation procedure. A retrograde approach was used. The deployer was trained on the use of the mynx device. The femoral puncture site was verified to have a vessel diameter of at least 5 mm. The vcd was stored and prepared in accordance with the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft present in the common femoral artery or vein. The balloon did not lose pressure after being pulled to the venotomy; rather, it lost pressure when the technician initially attempted to inflate it. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves. No abnormal conditions were observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform an inflation/deflation functional evaluation was made; however, the test could not be completed due to leakage observed during the inflation attempt. A high-magnification microscopic evaluation was performed to assess the balloon surface. This analysis identified a puncture on the balloon surface. The exact cause of the balloon puncture could not be determined based on the available evidence; however, this finding is consistent with cases in which such damage may result from handling, procedural, or other non-manufacturing-related factors. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the balloon puncture found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced during inflation in the patient. However, as there were no issues noted during prep of the device, handling factors, access site vessel characteristics and/or concomitant device factors most likely contributed to the reported event since excessive force, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.